Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to lead noise and high threshold was noted. A lead revision is anticipated but not yet scheduled. The patient was in stable condition.

Event description:
The lead was capped and replaced to resolve the issue. The patient was in stable condition.